Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular lead was found to have helix extension issues. The right ventricular lead was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported helix mechanism issue was not confirmed due to damage during analysis. As received, a complete lead was returned in one piece with the helix retracted and clogged with body fluids. Visual and x-ray examination of the helix mechanism indicates no anomalies or distortions of the helix or inner coil that would have contributed to the helix mechanism issue. The helix mechanism was not able to be performed as the helix had been damaged during product analysis and no other anomalies were seen.